Event description:
The steri-cath was attached to the pt's endotracheal tube. The pt was suctioned once with the steri-cath device without consequence. After the second suctioning, it was noted that the pt became hypoxic and a significant discrepancy between the inspired and expired tidal volumes was observed. The steri-cath was removed and the expired tidal volumes returned to their expected levels.